Manufacturer narrative:
The device was not returned for analysis. Review of the production records and corrective and preventive actions (CAPA) reviews were not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The reported patient effect of dissection is listed in the perclose proglide instructions for use, as a known patient effect of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. Attachment medwatch report mw5162912.

Event description:
User facility report medwatch mw5162912 report received that states, "as reported by field clinical specialist, after the valve deployed and the esheath+ removed, the proglide was deployed. That caused dissection at the access site. Nothing was related to (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."